Manufacturer narrative:
The device was received (B)(6) 2019. It was noted during review of returned device analysis on 20-jun-2019 that, while the stent was received crimped to the balloon, the stent later came off the balloon while manipulating the device to take photos of the balloon at the returned device lab. A review of the lot history record (lhr) was performed. There were no non-conformances. The devices from this lot conforms to their predetermined specifications and requirements, including for crossing profile. Advancement difficulty and dislodgement are captured in the risk assessment as known potential hazards. Investigation is not yet complete. A follow-up report will be submitted with relevant additional information.

Event description:
On (B)(6) 2019, patient presented for percutaneous coronary intervention (pci) of a lesion in the right coronary artery (rca). A 2.5x18mm cobra pzf coronary stent system was advanced but was unable to cross. Another smaller unspecified stent crossed and was deployed in the lesion. There were no reported adverse patient effects. While the stent was received crimped to the balloon, after disinfecting the device, the stent came off the balloon while manipulating the device during analysis. Additional information was requested.